Event description:
The customer reported that <1ml of bloody fluid had leaked from the probe of the coulter hmx hematology analyzer w/ autoloader during the probe wipe function when run in secondary mode. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that the main drain tubing at wm12 (asp/backwash) was crimped by the cover plate behind the bsv; this caused the vacuum to not fully drain all the vacuum chambers. The fse un-crimped the tubing and cleared the vacuum system with 50/50 bleach resolving the leak. (B)(4).